Event description:
It was reported by service report that the customer alleged that the jack could not pump up do to a broken pump pedal weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.